Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the size 5 rp poly trial insert was found broken. A small section of the anterior portion, in between the supporting ridges broke into two pieces and was reported by hospital spd. Cause unknown. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the size 5 rp poly trial insert was found broken. A small section of the anterior portion, in between the supporting ridges broke into two pieces and was reported by hospital spd. Cause unknown. No surgical delay.